Event description:
It was reported that a malfunction alarm occurred. The customer indicated the pump was possibly exposed to elevated temperatures; however, this could not be confirmed. The customer reverted to manual injections for insulin therapy. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.